Event description:
It was reported that the number 0 and 1 on a spectrum iq pump keypad were not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported issue was confirmed as the number 0 and 1 on the keypad were found not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.